Manufacturer narrative:
Updated field(s): d8, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the reported event, and determined the cause was due to the acoustic lens being damaged but does not reach to the glue - layer. However, the most probable cause of the findings is component failure, which is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a crack in the transducer coating. The event occurred during setup/inspection for use. There was no patient involvement